Event description:
It was reported that, "surgeon tried to seat the 32mm head, the would not get it to seat. He said it is not a "c" taper head. He felt it was a morse taper head. He put on another one,(B)(4), and the case was finished with no further incidents. The stem was a (B)(4) lot code mijp45."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.